Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis. The breach in aseptic technique was not further specified. Dianeal therapy was ongoing. On an unknown date, reported as ¿after 3 or 4 days¿ the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. Device code (B)(4) was removed and replaced with (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient was admitted to the hospital. On an unreported date the patient began treatment with an intraperitoneal injections of amikacin (250milligram in 3rd bag), magnex (1gram, 2nd bag), and an injection of vancomycin (2gram in 1st bag on every 2nd day) for peritonitis. Patient outcome and the action taken with therapy was not reported. No additional information is available.